Manufacturer narrative:
This report is filed october 15, 2014.

Event description:
Per the clinic, the patient experienced warm sensation and intermittencies with the external coil. The device was removed from service and replacement was sent.no reports of patient injury are associated with this event and the implanted device remains.

Manufacturer narrative:
(B)(4).